Event description:
A report was received that the patient had difficulty charging the ipg. X-ray was taken and showed that the ipg was migrated. The patient underwent a revision procedure wherein the ipg was repositioned and was doing well postoperatively.